Event description:
The customer reported difficulty with the pump's quick bolus and wake button, which required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to use specific techniques to press the button and assisted in removing the pump from its case. Despite efforts, the issue persisted, leading to the decision to replace the pump. The customer continued to use the current pump until the replacement arrived.